Event description:
The customer reported that following a successful synchronized cardioversion procedure, their device lost power several times. Following the reported power failure, the device users swapped this device for a backup device with a minimal delay, and continued monitoring the patient. The customer stated that the patient did not suffer any adverse effect as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device, verified the reported failure and also observed an event code which could be related to the reported failure. Physio replaced the system and memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system and memory pcb assemblies. It was observed that the system pcb assembly had logged multiple event codes which indicates a warm start reboot. This was likely what the customer observed. No abnormalities were observed when testing the removed memory pcb assembly.